Manufacturer narrative:
The complainant reported that the distal tip of a driver broke inside a crosslink during surgery. There were no known patient complications. The driver and the crosslink are expected by the company to be returned. Multiple attempts to gather pertinent complaint details have been made. As of (B)(6) 2018, the necessary complaint details and the device have not been received. A DHR review could not be performed because the lot number was not available. If the device is received or relevant complaint details are obtained, a follow-up report will be submitted as necessary.

Event description:
The complainant reported that the distal tip of a driver broke inside a crosslink during surgery. There were no known patient complications.